Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump appeared to have a little more medication left in the syringe cartridge at time of syringe cartridge change. It was also indicated that patient experienced shortness of breath, but indicated it was tolerable and does not want to go to ER. Pump was used for a life-sustaining infusion. No further adverse effects were reported.